Event description:
Pacing introducer did not pull apart evenly; it sheared off toward one side, requiring the surgeon to cut the introducer down. This made the process difficult, causing vessel tearing and increased blood loss; 250 cc blood loss noted.